Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had over-delivery issue. Customer blood glucose reading was 58 mg/dl and 83 mg/dl. The customer treated with juice. During troubleshooting, the customer stated that during their last infusion set change insulin dripped or squirted from the end of the set before connecting at their site. The insulin pump will not be returned for analysis.